Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a mild, red, itchy rash under the front and rear therapy electrodes of the lifevest. The patient's doctor thinks the rash was a yeast infection. The doctor gave the patient topical cream econazole nitrate for the front, left breast area and betamethasone cream for the back area. The patient reported that the rash was getting better.